Manufacturer narrative:
Dexcom results: the patient uses both the insulin pump and the ios g6 application as a display device. Performance data was analyzed using results from the ios app. The exact cgm and blood glucose meter values alleged by the user on the date of issue, (B)(6) 2024 were not found in performance data. This may be a result of either the user not entering in the reported blood glucose value as a calibration at the time of the alleged discrepancy or the user misreporting the values. Although the alleged discrepancy values were not found in the performance data, investigation shows a discrepancy occurred on august 1, 2024. The cgm read 3.7 mmol/l at 10:58 am and the blood glucose meter read 21.1 mmol/l at 11:02 am. The discrepancy is 82.46% and the reported complaint of a discrepancy was confirmed.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 68-69 mg/dl, and the meter bg reading was 365-366 mg/dl. Bg was addressed via a correction bolus. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Manufacturer narrative:
Dexcom results: the probable cause could not be determined post investigation. Data investigation shows cgm read 68 mg/dl (3.8 mmol/l) at 10:58 am on (B)(6) 2024 and fs read 380 mg/dl (21.1 mmol/l) at 11:02 am on (B)(6) 2024. Inaccuracy is (B)(4). With a point difference of 312 (17.3). The complaint of inaccurate readings was confirmed.